Event description:
Reporter indicated a vns pt developed a post-operative methicillin-resistant staphylococcus aureus (mrsa) infection at the generator site with minute upward tracking. The pt underwent debridement and washout surgery; the generator was explanted, scrubbed, and then reimplanted. The pt was also treated with antibiotics. In 2009, the pt was readmitted to the hospital with a chest infection. No further surgical interventions were performed. The pt is now improving and will continue to be treated with antibiotics until the infection resolves. All attempts to the reporter and implanting hospital for vns implant information have been unsuccessful to date.